Manufacturer narrative:
Patient with total knee replacement is experiencing pain. Revision surgery is planned to exchange poly inserts and tibial tray. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient with total knee replacement is experiencing pain. Revision surgery is planned to exchange poly inserts and tibial tray.